Event description:
It has been reported to philips that the allura system did not start and it remained blocked on the countdown at 00:00. The system was not in clinical use when the issue was identified. This is the second occurrence, the first occurrence happened on (B)(6) 2022 (philips reference (B)(4)). A philips service engineer inspected the system on site on december 16, 2022. It was identified that the system did not recognize disks. The flexvision pc and the hard disks were replaced and formatted and the software was reloaded. The system was returned to use in good working order.